Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that his daughter's insulin pump has been alarming with multiple no deliveries and motor errors. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not be initiated for the no delivery alarm since the customer resolved the issue on her own. No troubleshooting occurred for the past motor error alarms. The customer was advised to call when alarms occur in other to troubleshoot. No products were returned or shipped.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, unexpected restart error test and off no power test. No motor error alarm noted. The motor passed motor test. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.